Event description:
Patient was diagnosed with pancreatitis. PICC line was placed via the left arm on 06/01. Patient developed symptoms of pain, edema. On 07/01, ultrasound was negative for dvt. Line was discontinued the same day.